Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) receiving intrathecal baclofen (lioresal) 2,000 mcg/ml at 276.6 mcg/day via an implantable pump. It was reported by the patient that they had loss of efficacy 1 week after pump replacement surgery on (B)(6) 2025. No known external factors. No known trouble shooting performed. Physician explanted 8780 catheter and replaced with an 8782 and 8784 catheter. Physician was able to successfully aspirate catheter from catheter access port after 8782 and 8784 were implanted. The issue resolved at the time of this report.